Manufacturer narrative:
The event occurred in macao. It was reported that the flow rate on the rotaflow console was incorrect and decreased during patient use. The device was exchanged during use with another device and the flow rate increased to normal. No harm to any person has been reported. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failure "flow incorrect" could not be confirmed. The device was tested for 40 hours and no deviation in the flow measurement was found. The device passed all functional and safety tests according to factory specifications. The device was cleared for clinical use. Based on the investigation results the reported failure "flow incorrect" could not be confirmed. However, the failure mode "flow rate inaccurate/negative" can be linked to the following most possible root causes according to our risk management file (B)(4). Incorrect flow measurement dried contact gel user forgot renewing contact gel the review of the non-conformities was performed on 2024-04-26 and during the period of 2015-04-23 to 2024-04-24 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow console in question was produced in 2015-04-23. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. 6.2 reapplying ultrasonic contact cream. The ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. The error message [sig!] Indicates an error in the integrated flow/bubble sensor, which may result in an incorrect flow display. The rotaflow centrifugal pump still continues to function. If the error occurs during lpm mode, the rotaflow system switches back to rpm mode automatically. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in macao. It was reported that the flow rate on the rotaflow console was incorrect and decreased during patient use. The device was exchanged during use with another device and the flow rate increased to normal. No harm to any person has been reported. Complaint ID (B)(4).